Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy with banding procedure on (B)(6) 2013. According to the complainant, during the procedure, the band was attempted to be deployed in the colon but it failed to deploy. No visible damage was noted to the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned speedband superview super 7 device noted that the handle and ligator were returned. The ligator was received with six bands; two bands partially deployed, one broken, and three not deployed. The trip wire was properly cinched into the handle slot and was wound around the handle spool twice. The proximal section of the trip wire, past the handle slot, was deformed and kinked. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy with banding procedure on (B)(6) 2013.according to the complainant, during the procedure, the band was attempted to be deployed in the colon but it failed to deploy. No visible damage was noted to the device. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.